Event description:
During bypass run, the perfusionist had problems with perfusion pressure in the arterial line. When the cannula was removed, it was noted that the tip had unraveled from the cannula and was being held in place by the reinforcing wire. No adverse pt effect. Second cannula was used without problem.